Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a migration, tilt, and perforation. This information was received from one source. This malfunction involved one patient with no consequences. The 34 year old female patient's weight was not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(6) 2020. H10: the lot number for the malfunction was not provided so a lot history review could not be performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is confirmed for the reported the reported migration and inconclusive for tilt and perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The lot number for the malfunction was not provided so a lot history review could not be performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is confirmed for the reported the reported migration and inconclusive for tilt and perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a migration, tilt, and perforation. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old female patient's weight was not provided.